Event description:
The clinic director from a hemodialysis (hd) user facility reported to fresenius that a dialyzer blood leak occurred during a patient¿s hd treatment. No further details were provided in the initial reporting. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinic director from a hemodialysis (hd) user facility reported to fresenius that a dialyzer blood leak occurred during a patient¿s hd treatment. No further details were provided in the initial reporting. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Three lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) in the production of each lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.